Event description:
Patient using a zevex pump for enteral feeds experienced parents keep shutting off and would not let family set volume as instructed. Pump replaced and that pump taken out of service for interrogation to MFR.